Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) verified the issue and the station was unable to load the operating system and was stuck at bios(basic input output system) login due to full hard drive failure. All cables were checked and reseated. Hard drive was removed and replaced, followed by a reimage. Station was verified fully functional and successfully synced to the server. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a black screen. The customer stated that this malfunction caused a delay while dispensing medications to the patient, since the user had to get the required medications from the pharmacy. There were no adverse events or injuries reported based on this event.